Event description:
The customer reported intermittent ma error on the 9800 system. No patient injury was reported.

Manufacturer narrative:
The service rep reseated the p2 ribbon cable on the filament driver board. The system operates as intended.